Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of two access sites at the left common femoral vein using the pre-close technique via a 9f sheath holes prior to a cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device at the first access site. At the second access site, when the plunger of a prostyle device was removed in step 3, the suture separated. The cardiac ablation procedure was completed using the same sheath sizes. Manual compression was applied at each of the access sites to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a large bore sheath prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The cardiac ablation procedure was completed with the large bore sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.